Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055954) in united states on 22-oct-2015 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2007. Concomitant medication included dexilant 60mg, hydrochlorthiazide 25mg, oxybutynin 5mg. After 12 week hysterosalpingogram (hsg), consumer found out that one of the essure coils perforated her fallopian tube and that she would have to have the procedure done a second time. She had it done in the office and since then she had a hysterectomy. She had a essure procedure done in 2007 and another procedure done later in the year. Her hysterectomy was in 2014. Consumer assessed (B)(6) 2007 as event date however she did not provide further details. The product technical complaint investigation results which ptc number is (B)(4) was received on 12-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and after 12 week hysterosalpingogram, it was found out that one of the essure coils had perforated her fallopian tube. Then, she had another procedure done and eventually had to have a hysterectomy. The reported event is serious due to medical importance and listed in the reference safety information for essure. Considering fallopian tube perforation is a potential complication of essure use, causality with suspect insert cannot be excluded and since an intervention (hysterectomy) was required, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up from 28-dec-2015: follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and after 12 week hysterosalpingogram, it was found out that one of the essure coils had perforated her fallopian tube. Then, she had another procedure done and eventually had to have a hysterectomy. The reported event is serious due to medical importance and listed in the reference safety information for essure. Considering fallopian tube perforation is a potential complication of essure use, causality with suspect insert cannot be excluded and since an intervention (hysterectomy) was required, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical event and a quality defect. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.